Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0873 inches. No over delivery anomaly or under delivery anomaly noted. Device communicated properly with the glucose sensor simulator and the mmt-7811glucose sensor transmitter. The suspend on low alarm functions properly. The delivery was also stopped. No suspend anomaly noted during testing. Device uploaded properly using carelink. Device had scratched case, faded serial number label and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was hospitalized for low blood glucose on an early morning which was treated with glucose. Customer¿s blood glucose at the time of incident was 8 mmol/l. Customer's current blood glucose value was 3.8 mmol/l which was treated with food. Customer reported that there were over and under delivery of insulin. Customer¿s blood glucose value when admitted to hospital was 27 mmol/l. The customer was using the insulin pump system within 48 hours of reported low blood glucose event. The customer was not using the auto mode feature at time of high blood glucose event. The customer stated he was disconnected during rewind process. The customer was explained fill tubing technique. During troubleshooting customer was explained about events that can cause unintended delivery of insulin as he has adjusted the reservoir while connected at the time of incident. The insulin pump will be returned for analysis.